Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the port ripped off and the tube came off. In the morning of this report, when he woke up, he discovered that the infusion set tube broke off from the quick-release plastic circle attached to his body. The site location was left side of his abdomen and the pump was located on the left hand side, same as the infusion set, on his pajamas. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.